Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, on the 4th firing, the device would not fire (no staples or cut line delivered) and would not open. It was unknown how the device was removed from tissue or what color cartridge was being used. No additional information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). The ec45a device was received for analysis with no visual non-conformances and with an ecr45w cartridge loaded in the device. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. After further analysis the articulation mechanism was noted to be damaged as would not hold articulation setting. The returned device and cartridge reload were tested for functionality in straight position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.